Manufacturer narrative:
This supplemental report is being created to include additional information received from the technical evaluation report. Updates were made to section d9 and h4. The device was returned and evaluated and a solid yellow material which seemed to be debris from the patient¿s body was found behind the forceps raiser. Additional findings include the following: the bending section cover glue was separated; the distal end glue was worn out; the forceps raiser angulation and bending angulations were out of specification; the electrical connector was corroded; and there was leakage on the bending section cover glue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing may have been insufficient due to forceps raiser angulation out of specifications or due to water leakage. The event can be detected and prevented by following the instructions for use (IFU) which state: instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned and evaluated. And the additional findings other than the evidence related to insufficient reprocessing are as follows: the angle wires were stretched, there was a gap of adhesive on the bending section cover, chemical stress was applied during the cleaning/disinfecting/sterilization process, related to a handling issue. Damage to the universal cord, the knob wire was stretched, and the adhesive area on the front mouthpiece of the insertion tube became detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer returned the device for yearly maintenance. During evaluation, olympus identified evidence of insufficient reprocessing on the evis exera ii duodenovideoscope. No patient harm was reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.